Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was duplicated. Evaluation of the device found that the housing was warped preventing a proper connection. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.